Event description:
It was reported that, during a photoselective vaporization of the prostate procedure and following delivery of 40,606 joules, the fiber was overheating. The console stopped and the fiber cap came off. The procedure was completed with another fiber. No patient complications were reported.

Manufacturer narrative:
Correction: updated h6 code.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure after 40,606 joules, the fiber was overheating the console device stopped and the cap came off. The procedure was completed with the use of another of the same device. There was no reported permanent impairment or injury to the patient and no medical or surgical intervention was required.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, the fiber was overheating after 40,606 joules. The console stopped stopped and the fiber cap came off. The procedure was completed with another fiber. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber was thoroughly analyzed. The glass cap was rotating independently of the metal cap, indicating a glue failure. The glass cap exhibited severe devitrification. The metal cap exhibited severe charred detritus adhesion. The fiber was tested with hene laser fixture which found no signs of breakage along length of fiber. The connector cone, segments, and tabs appear in good condition and secured. The fiber passed the connector segment verification test. The control knob is attached and aligned with fiber and can rotate the fiber. The reported complaint of fiber cap/tip break is not confirmed. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported fiber cap/tip break as no break was identified in the fiber. It is possible that the debris adhesion likely contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Based on analysis result, the interaction between the user and device caused or contributed to the observed fiber damage.